Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a fall in (B)(6) 2019. The patient presented in clinic feeling shortness of breath in early 2020. On (B)(6) 2020 a chest x-ray was performed and was reviewed on (B)(6) 2020. Chest x-ray revealed that the left ventricular lead had dislodged. Another chest x-ray was performed on (B)(6) 2020 that confirmed lead dislodgement. The lead was turned off and the patient was scheduled for lead revision. On (B)(6) 2020 the lead was explanted and replaced. Patient was stable post procedure.